Event description:
It was reported that an 840 ventilator had a blank display. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
Device evaluation summary: the graphical user interface printed circuit board xena ii (gui pcb xena ii) was returned for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The gui pcb xena ii was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator failed the power on self test (post) generating a gui inoperative condition. The fault was isolated to component reference designator u64 on the gui pcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The service engineer (se) replaced the graphic user interface (gui) circuit printed unit (cpu), updated the software to the current revision and performed testing on the device. If information is provided in the future, a supplemental report will be issued.